Event description:
Respiratory therapist was suctioning andproviding oral care to intubated patient and sponge end of the medline suction swab kit came off in the back of the patient's throat. The rt had difficulty retrieving the sponge end, but no adverse outcome for the patient.